Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: what device was being used with the gst60b cartridges?

Event description:
It was reported that during a laparoscopic roux-en-y procedure, after firing the powered stapler, it was noted that there were several unformed staples. The doctor pulled out three of the staples and handed them off the field. The stapling was already done by the doctor; did the air leak test and closed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Intra-operative photo was received. The provided photo was reviewed and a revised detail of the photo shows what appears to be an anvil holding tissue and suture on the cut line. No pictures of the device or cartridge were provided. Based on the visual evidence provided in the photo, no conclusion could be drawn. Device analysis may provide the evidence necessary to determine the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 5/23/2016. Batch # n5405c. Additional information obtained: device plee60a the analysis results showed that the gst60b cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. A batch record review was performed and no anomalies were found during the manufacturing process.